Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported the screen of their ilet had turned black and they were not able to see anything. It was noted that the user was able to feel vibrations but could not see anything on the screen. They were also able to open up the pump and see the inside. The user revert to back up therapy and a replacement pump was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.